Manufacturer narrative:
The device was not returned to zoll for evaluation. Multiple attempts to contact the customer were made, but no replies were received. An alternate customer contact was made, but no response was received at this time. This sr will be reopened if the device is returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.